Event description:
Surgeon inserted a collamer intraocular lens model cc4204bf into the eye and noticed the haptic to be broken. The lens was removed and a suture was placed. This is the second lens inserted for this pt.